Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the programmer booted to a serious programmer problem; hard drive reimaged and software reloaded to resolve issue. Analysis also found the handle covers were cracked. (B)(4).

Event description:
It was reported the programmer needs a new hard drive. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.